Event description:
Elderly patient with new onset of chest pain. Procedure was heart catheterization. The wire could not pass through the prelude ideal. New one was used without difficulty. No known harm to patient.